Event description:
It was reported that left ventricular loss of capture was observed on the implantable cardioverter defibrillator (ICD). Recommendations to re-run capture thresholds were made and programming changes were made. There were no patient consequences.